Manufacturer narrative:
Initial reporter phone number was not provided.

Event description:
The customer received a control reading of 52mg/dl on the contour. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.